Event description:
It was reported that patient presented in clinic for follow up. The patient reported symptoms of fatigue during exercise due to lack of support from their right atrial (ra) lead. It was discovered that the patient's ra lead exhibited noise, inconsistent sensing. And loss of capture. The ra lead was explanted and replaced successfully. Upon visual examination of the explanted ra lead, it was discovered that it exhibited insulation damage due to clavicular crush. Patient was stable.